Event description:
It was reported that both the right atrial (ra) lead and the right ventricular (rv) lead dislodged within three months of implant. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2013; (B)(4) implantable pulse generator (ipg) (B)(6) 2013. (B)(4).